Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B) (6), male pt who was having seizures, the device inappropriately shut down. The user then tapped on the device and it powered on appropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.